Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr), rotated heart and restricted anterior leaflet for a mitraclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, one mitraclip was implanted. Post deployment, the second clip was partially detached from the anterior leaflet. Additional clip was deployed to stabilize the second clip. Per the physician, the partial detachment was caused due to the presence of chords in the clip arm when grasping attempts were made. The mr was reduced to grade 2 post procedure. There was no clinically significant delay reported.